Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was aware of palpitations and symptoms of discomfort and had been suspected of having ventricular tachycardia (vt). The patient presented to the emergency department. Although vt was not observed, the patient felt hypervolemic, so they were assigned to urgent admission on the same day for fluid replacement, a "lamp test" and a speed adjustment. A device related reason for the event could not be ruled out. Historically related event for ventricular tachycardia and treatments performed: MFR # 2916596-2023-08396.

Manufacturer narrative:
D4: expiration date: correction. Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The event was considered to be unrelated to the lvas; however, the lvas could not be conclusively ruled out as a cause. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 "introduction" of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including cardiac arrhythmia. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of vt pre-implant. The arrythmia resolved with treatment. The patient was discharged on (B)(6) 2024.